Event description:
Caller reports, the pt tested 6.6 inr on the coaguchek test sys and 4.9 inr on a comparison lab. Coumadin was held due to device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system, however, caller states strips are not available for return.